Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical product: stryker adm articulating insert. Reported event was able to be confirmed via revision operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: us157848, m2a magnum cups, 614520, 650-1065, cer option type 1 tpr sleve -3, 540630, x180307, bi-metric/x por nc 7x115, 222780. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06586.

Event description:
It was reported that patient underwent a revision procedure approximately three months post-implantation due to instability. During the procedure, fluid in the bursal area was noted. The femoral head, acetabular cup and competitor bearing were removed and replaced.